Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. Upon review of the device memory, undersensing of ventricular fibrillation (vf) resulting in a three second delay of therapy. Device sensitivity was reprogrammed more sensitive. No additional adverse patient effects were reported.